Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2010 that this local representative contacted technical services to report that this device and lead system were exhibiting far-field oversensing which had not inhibited ventricular pacing. The local representative asked about reprogramming from smart blanking. Subsequently, boston scientific received information in (B)(6) 2011 that this local representative contacted technical services to discuss cross-talk and cross-chamber blanking after an atrial sensed event. The local representative informed technical services that the ventricular sensitivity was programmed to 1.0 mv and no inappropriate therapy had been delivered. The device had been tested at implant with a ventricular sensitivity of 1.0 mv. Technical services explained that atrial sensing on the ventricular channel was probably related to the rv position. The local representative commented that while r-wave sensing and pacing thresholds have remained stable, the rv pacing impedance measurements had decreased (from 900 ohms to 222 ohms). The shock impedance measurements have been normal (85 ohms), however, a latitude yellow alert (check rv lead impedance) was identified. The local representative was informed that the rv pacing impedance was at the low end of the normal range. The local representative suspects that the physician may elect to continue monitoring.